Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens in pt's left eye. Lens was removed after a ruptured capsule. The rupture was due to weak zonules and not due to the lens. There was pt contact with no injury.

Manufacturer narrative:
(B)(4). Weak zonules; no known device problem, labeled. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to pt's anatomy and was not lens related. Number #: (B)(4).